Manufacturer narrative:
The customer¿s reported experience with the pump module channel ID not being displayed on the pcu was not confirmed. The pcu and pump module logs did not support the occurrence of the reported event. In addition, the event could not be replicated during lab testing. Previous investigations have determined that similar events were caused by loss of communication at the iui connector junction. Visual inspection of the returned devices found the iui connectors in poor condition, covered with a film of contamination. Corrosion and pitting was present on some pins. Iui connectors in this condition are indicative of a lack of a proper cleaning regimen. Dried fluid residue was also found on the iui connector contacts of the pump module logic board. A communication-related event could not be induced during lab testing; however, connecting/disconnecting modules from the pcu is known to have a wiping effect, which clears contamination from the iui pins and helps make proper electrical contact. Therefore, it is feasible that removal and reconnecting of the pump module, after the event, removed contamination which may have caused the customer¿s reported experience. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4).

Event description:
The customer reported the device did not display a channel ID on the screen while infusing on a patient. The devices were then switched out and this occurred again. There was no patient harm.